Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula was wet and is leaky. Caller reported the cannulas in this box feel weaker and more "flimsy". No adverse event reported. Requested return of the alleged device for evaluation.